Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Revision of primary reverse shoulder replacement. Removal of all components due to suspicion of infection in glenoid and replacement with anti-biotic cement spacer in humerus. Noticed by surgeon during routine follow up.

Event description:
Revision of primary reverse shoulder replacement. Removal of all components due to suspicion of infection in glenoid and replacement with anti-biotic cement spacer in humerus. Noticed by surgeon during routine follow up.

Manufacturer narrative:
The device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.